Event description:
Patient reports while stimulation is turned on, she feels a tingling in her chest when she is around an (B)(4) battery charger. Additional information has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).